Event description:
Reportedly, the v lead was implanted in (B)(6) 2024 and it has been reported that the v threshold increased since the week of (B)(6).

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided patient¿s files confirms the reported progressive increase in the ventricular threshold. The observed fluctuations in the right ventricle (rv) impedance values since few days post-implantation, and the sudden drop in ventricular sensing may suggest an issue with ventricular lead positioning (micro-dislodgement). These observed electrical issues may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. Please find below a reminder of the recommendation (already communicated to the physician on (B)(6) 2025).

Event description:
Reportedly, the v lead was implanted in (B)(6) 2024 and it has been reported that the v threshold increased since the week of december 9.